Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Customer contact phone number: (B)(6)

Event description:
Kw 05-20-2021. It was reported that the level 1 equator blower exhibited an internal combustion as soon as it was turned on. There was no patient involved in the incident.